Manufacturer narrative:
A customer in the (B)(6) notified biomérieux of inconsistent results associated with vitek® 2 ast-xn05 test kit (reference 413230) and patient isolates; however, the quality control was okay. The customer indicated they investigated the issue further between (B)(6) 2017 and (B)(6) 2017 and found 14 patient isolates inconsistent panels and 21 patient isolates with "consistent with correction (specific antibiotics involved)." All inconsistent results were either repeated with an ast card again or confirmation with etest®. On (B)(6) 2017, the weekly quality control for ast-xn05 failed and the customer indicated stopping use of the lot. An internal biomérieux investigation was initiated; however, no isolates or lab reports were submitted for the investigation. Isolate submittal is required for confirmation of vitek 2 discrepancies compared to the reference method. All of the customer's reported issues were resolved after a field service engineer replaced the reader ledge and optics. Vitek 2 ast-xn05 lot 1480243203 met final qc release criteria and passed qc performance testing.

Event description:
A customer in the (B)(6) notified biomerieux of inconsistent results associated with vitek® 2 ast-xn05 test kit (reference 413230) and patient isolates; however, the quality control was okay. The customer indicated they investigated the issue further between (B)(6) 2017 and found 14 patient isolates inconsistent panels and 21 patient isolates with "consistent with correction (specific antibiotics involved)." All inconsistent results were either repeated with an ast card again or confirmation with etest®. On 03nov2017, the weekly quality control for ast-xn05 failed and the customer indicated stopping use of the lot. The customer described examples of inconsistent results to include: esbl negative while all betalactams were "r". A lot of aes inconsistent results in the final report. Other concerns there is no indication or report from the laboratory or physician that the discrepant results led to any adverse event related to a patient's state of health. A biomérieux investigation will be initiated.